Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) had triggered. It was noted there was oversensing/noise on the atrial and ventricular leads that was suspected to be electromagnetic interference on the device. The device remains in use. No patient complications have been reported as a result of this event.